Manufacturer narrative:
The product code was reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during patient therapy. It was reported that the patient displayed signs/symptoms of inadequate sedation during pump use and versed and fentanyl were titrated up and propofol was added (all infusion parameters unknown). The lines were inspected for kinks and occlusions and none were found. Approximately a few hours, the pump alarmed "infusion complete" and upon inspection, the fentanyl bottle was practically full, and the cylinder (where drops drip) was collapsed (described as like the air was sucked out of it). It was observed that less than the prescribed amount of fentanyl had been delivered to the patient. There were no upstream occlusion alarms, or other alarms to indicate a problem. Biomedical engineer report indicated that the vented tubing was not open. No additional information is available.